Manufacturer narrative:
(B)(4). Swing tab in unlocked position. The analysis results found that the device was received in good visual conditions and with two cartridges reloads present. The reload b was received fully fired. The reload c was received with the 3 most proximal drivers up and the swing tab was found to be in the unlocked position. It should be noted that after the staple retainer has been removed, an inadvertent movement of the firing knob could cause the wedges to move forward and therefore cause the staples to become dislodged. Please reference the instruction for use for more information. The device was tested for functionality and it fired, cut and formed all the remaining staples as intended. The instrument fired without any difficulties and the staples were note to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a roux en y procedure, per the scrub nurse, on creation of the roux, the first firing was undertaken which was successful- the cartridge that was preloaded in the tlc. She removed the spent cartridge, wiped down the anvil and opened the second reload, firing still on blue cartridges. Her usual process is to receive the sterile cartridge, load, remove the safety cap, visually inspect the staples are there and run a finger over the top and then hand the device to the surgeon. She said that the staples had fallen out of the distal tip of the cartridge, prior to firing. Unsure if they were there prior to her inspections. So they opened a new cartridge, fired the linear cutter and they had malformed staples across the distal portion of the cut line. The surgeon hand sutured the anastamosis to reapproximate the tissue and then used an echelon ec45a to complete the roux en y. There were no adverse consequences for the patient. Patient is recovering well and there was no real additional time in the theatre for the operation apart from waiting for stock to be opened in replacement and the hand suturing.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.